Event description:
The event is reported as: the device did not work at the flow of 6l/m. No pt injury reported.

Manufacturer narrative:
The device sample was requested but not received at time of this report. The results of the device eval and investigation are not available at the time of this report. A f/u investigation report will be sent when completed.